Event description:
A surgeon reported an unexpected postoperative refraction with residual astigmatism following intraocular lens (iol) implant surgery. He stated following surgery, the pt's vision was not clear and she was experiencing a foreign body sensation. He reported she was also diagnosed with superficial punctate keratitis (spk). He stated he has given the pt a prescription for contact lenses. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Add'l info was requested on 10/07/2011, 10/11/2011 and 10/14/2011 by fax, phone, and mail. A completed questionaire has not been received. (B)(4).